Manufacturer narrative:
No backlight anomalies were noted. The back light feature functioned properly. No unexpected alarms noted during testing. The pump passed the self test, error test, displacement, rewind, basic occlusion and off no power tests. The operating currents were within specification. The pump had no button response on the up arrow button due to corroded keypad traces noted. Unable to perform the prime, occlusion or excessive no delivery tests due to the unresponsive keypad. The pump had moisture damage on the lcd board. The pump had a cracked lcd window, a cracked case at the display window corners, a partially broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into ocean water. Customer reported that as a result, insulin pump received an unexpected restart alarm and the up arrow button was not responding. Customer was able to install a new battery and display screen returned. Customer's blood glucose was 189 mg/dl. Customer was advised that insulin pump would need to be replaced.